Event description:
It was reported that pt presented with axel that had shot out of home. Axel had slid out of the hinge portion of knee. Once surgeon got in one of the bushings was totally gone, and the other was partially gone. Assumption that axel came out because the bushings were gone. Surgeon took option to put in gmrs components back in due to bigger axel. First operation after initial operation.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6485-0-020 lot # fragd description: mrs condyle rt, cat #unk lot # unk description: femoral bushing. Cat # unk, lot # unk description: bumper. Cat # unk, lot # unk description: mrs axel. It cannot be determined which, if any of these devices may have caused or contributed to the event.